Event description:
It was reported that the ventricular lead exhibited noise, which caused pacing inhibition. The noise was not reproducible. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
Final analysis found insulation abrasion at 5.5 cm to 5.7 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(6).